Event description:
The customer stated that she tested her blood glucose and received readings of "hi" and 597 mg/dl. She then tested using a prestige meter and received a reading of 157 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Troubleshooting showed the meter system to be working as designed. The customer was satisfied, and no product will be returned.